Manufacturer narrative:
There was no information available regarding the type of cancer and which type of hepatic disturbance the patient suffered from. The investigation found that the s-bil3 and bild2 (77.4 ¿mol/l) values were in line with the reported I index of 5 as the bilirubin concentrations were reported in mol/l. However, the brownish color does not match the reported h (hemolysis) index of 1. Discoloration of the sample might lead to an altered determination of the h (hemolysis) index as it is based on a simple bichromatic measurement. Discoloration of the sample can be caused by either exogenous factors e.g. Colored drugs or their metabolites or endogenous factors such as methemoglobin. The results obtained for the patient sample show elevated liver enzymes. The serum index is a semi-quantitative determination of the potential endogenous interferences of hemolysis (h), icterus (I) and lipemia (l) on a given sample by measurement of its color/turbidity. Since the serum index is not traceable to any reference and provides only dimensionless results, it is not comparable to any ivd application for any specific parameter and should not be regarded as a diagnostic value. No product problem was found.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter complained of incorrect results for 1 patient sample on a cobas 6000 c501 module. The customer alleged that the icterus results may have impacted the other results for this patient. This patient has cancer and a severe hepatic disturbance but further details are unknown. On the (B)(6) 2020 the patient had an icterus index result of 3. A new sample was drawn on (B)(6) 2020 and the icterus index result was 5. The sample was described as "very yellow, even brown." All test results were very high but were not flagged for icterus.